Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr.1: correction of device in d1, d2a, d4.

Event description:
The following was reported to hamilton medical ag: tightness test failed . During preventive maintenance tightness test failed in service software . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: tightness test failed. During preventive maintenance tightness test failed in service software . No patient involvement.